Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Unable to confirm encoder signal out alarm or perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer stated that the insulin pump a alarmed motor error during infusion set change. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.